Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 500 mg/dl back to back with a result of 200 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated that he drank coffee in between the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.